Event description:
Caller reported an alarm 2 related to an occlusion event that occurred earlier in the day, causing the customer's blood glucose levels to reach a high value, exceeding 500 mg/dl (27.7 mmol/l). Corrective actions included a correction injection via multiple daily injections (mdi) and changing the infusion set and cartridge before resuming insulin. There was no assistance required from a third party. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.